Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. A follow-up report will be submitted once the device is returned for evaluation and the investigation analysis is completed ((B)(4)).

Event description:
PICC line broke while in site, point of break was outside of patient.